Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that lack of response while stimulating during a thyroid procedure. Passed electrode check, using trivantage tube, worked at beginning of surgery then made thumping noise. Swapped consoles and did not resolve. Procedure delayed by less than 1 hour. In troubleshooting , stim 1 return remained at 0.00ma. Recommended swapping to stim 2 and activating. Suspect blow fuse, thumping noise indicating stim not returning. No patient impact.